Event description:
The customer reported to olympus that a black slimy liquid leaked out during a leak test of the device. The reported problem was found during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm a black slimy liquid leaking from the device. Upon additional inspection, it was found that the distal end was leaking, biopsy channel had cuts, the light guide rod lens was scratched and had foreign material, the plastic distal end cover was deformed, the bending section cover glue was separated, found moisture in the bending tube, paint peeled off, a cracked right left knob and a broken switch. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the "black slimy liquid" was a solution of lubricant in water - therefore, the cause was further presumed as follows: the channel was perforated due to forcible insertion/withdrawal of endo therapy accessories and a leakage occurred. Water then invaded the device during reprocessing. Lubricant applied outside of the channel came into channel through perforation. The instructions for use (IFU) states that a forcible insertion/withdrawal of endo therapy accessories may damage the biopsy channel. Users can detect the suggested event in advance by handling the device in accordance with the following IFU: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.